Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a circular stapler was used on a patient during a low anterior resection. The anastomosis was checked for leaks and none were detected. The patient was sent to recovery. A few days later, the patient was re-admitted to the hospital following an anastomosis failure. The patient was re-admitted and underwent reoperation. The surgery was an open procedure and the staple line was incomplete. The anastomosis was redone and there was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No reinforcement material was used. Patient status stable.

Manufacturer narrative:
(B)(4). The device was an eea31mm single-use stapler. 510(k) k062850.

Manufacturer narrative:
As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.